Manufacturer narrative:
Updated fields: h6 and h10. Correction to d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was not returned to olympus for evaluation. The field service engineer went onsite and confirmed the issue and quoted parts required for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high definition lcd monitor does not power up. The issue was observed during preparation for use. There were no reports of patient harm associated with this event.